Event description:
It was reported that the physician was unable to program due to high intra-operative impedances (>10,000 ohms) on all electrodes. Multiple external neurostimulators and trialing cables were tested with no success. A new lead was tried and it resolved the issue. The new lead was used for the procedure. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of lead model 3877, lot# 0205635076, showed the distal end conductor #0 was broken at the proximal edge of the #0 electrode sleeve. (B)(4).